Event description:
It was reported that an unknown handpiece had a greasy film on it after being autoclabed. There was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Based on the quality investigation details, the reported condition of the device leaking or any residue or film coming out could not be duplicated. There was no sample found on or within the device. Service completed any necessary maintenance and repairs, and a manufacturing engineer has contacted the customer to discuss cleaning procedures.